Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of (600 mg/dl). The customer changed supplies and a manual injection was taken to stabilize bg level. During troubleshooting with tandem technical support, air bubbles were noted in the tubing. The customer was instructed to prime out air bubble by performing a fill tubing.